Event description:
During preventative maintenance of the device, the user reported that the splash shield supports were broken. Since the event occurred during preventative maintenance, there was no patient involvement during this event.